Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella 5.5 pocket wound opened. Wound care was initially consulted and the wound was packed with iodoform. Anticoagulants were stopped and the patient was taken for multiple washouts. Support continued uninterrupted.

Manufacturer narrative:
D6: explant date unknown. The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. (Only the cassette was returned for investigation, not the pump).

Event description:
The complainant also reported that the placement signal stopped working.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue: data logs were reviewed, however, the logs were only available from case start. Through the available logs, and even prior to starting the pump, signal-to-noise ratio (snr) was below 2000. Since data logs were not available during the period of the reported psnr alarms and product was not returned for investigation, the optical signal issues could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number. D6b updated. D10 concomitant medical products and therapy dates updated.